Event description:
The customer reported the system displayed two communication fail error messages during a case. This message likely resulted in a no boot, shut down, or lock up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was replaced. The system was then found to be operating as intended.